Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer will continue to use the current pump while awaiting a replacement, as advised by technical support. The replacement pump will have updated software, and instructions for using it and returning the malfunctioning pump were provided to the customer.